Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 11/02/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: moisture was observed behind the display screen. The pump was unable to power on. The keypad was found to be torn over the arrow buttons. A keypad leak was found during leak testing. The pump was opened and moisture damage was found on the pcb.

Event description:
The patient claimed that the animas felt hot to touch after she went swimming and found moisture behind the display screen. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint. This complaint is being reported as a malfunction due to the pump temperature issue.